Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The event is captured by edwards lifesciences under complaint number (B)(4). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist. Evaluation of the available information is unable to identify a potential root cause for this event. Therefore, a definitive root cause to the post-procedure slda is indeterminable. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per report received from croatia, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. Almost seven months after the procedure a single leaflet device attachment (slda) was observed in a follow up check. During the index procedure there was no difficulty while removing the sutures. There were no anatomy/procedural complications. The grasping position was lateral a2p2 12-6. The grade of regurgitation before the procedure was severe and after the procedure mild. Gradient was 5.5mmhg post procedure as patient already had high baseline gradient of 4mmhg. One month and a half after the procedure the patient started to have some short of breath (sob). Almost seven months after the procedure the patient was admitted to the hospital with sob at rest. Two days after the admission a tee confirmed that there was an slda and moderate to severe regurgitation. The heart failure medication was increased. The hospital would like to do a re-do procedure. As per medical opinion the root cause of the event is unknown.